Manufacturer narrative:
The reported event was identified during review of a journal article: dr. Yi-xin zhou, et al. Total hip arthroplasty using modular trabecular metal acetabular components for failed treatment of acetabular fractures: a mid-term follow-up study.

Event description:
It was reported in a journal article that 6 hips demonstrated heterotopic ossification with no adverse clinical effects. Of these six hips, three had brooker class I heterotopic ossification, two had class ii heterotopic ossification, and one had class iii heterotopic ossification. No patient required further procedures for heterotopic ossification. No further information is available.

Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay corrected and additional information. Concomitant medical products: unknown biolox forte femoral head, unknown longevity acetabular liner, unknown tm cluster-hole acetabular cup, all catalog#'s: ni all lot's#: ni; therapy date - ni. Reported event was unable to be confirmed due to limited information received from the customer. DHR review was unable to be performed as the lot number of the device involved in the event is unknown. Root cause was unable to be determined, as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will contribute to monitor for trends.